Event description:
A nurse reported the system did not want to phaco during a cataract extraction with intraocular lens implant. The system was rebooted and the handpiece exchanged to complete surgery. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).